Event description:
A customer reported the system failed to maintain intraocular pressure compensation during surgery. As a result, the customer noted the pt to have a possible expulsive hemorrhage. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).